Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. In addition, intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose was 75 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.